Event description:
Customer reported that the pump battery would not charge and the pump screen was unresponsive. Although specific blood glucose values were not reported, it was noted that the levels remained between 54-500 mg/dl without exceeding 500 mg/dl, indicating no adverse effects. Technical support instructed the customer to attempt various troubleshooting steps, including using different charging cables and outlets, which did not resolve the issue.